Event description:
The reporter indicted that the surgeon implanted a 13.2mm vticmo13.2; -11.5/+3.5/089 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a shorter length lens due to surgeon preference change and then noted "surgeon preference change is referring to icl size change noted from postoperative icl vault". The problem was resolved.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).